Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was t-wave oversensing. The asymptomatic patient presented to the device clinic for a routine device interrogation. Programming changes were recommended.